Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) procedure, the monopolar curved scissors (mcs) instrument was tearing tissue and no longer cutting properly. The following information is unknown: what tissue was affected, the severity of the tissue damage, and what surgical intervention (if any) was rendered due to the complication. The procedure was completed with a replacement instrument. The issue caused a delay of less than 15 minutes.